Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the j1 battery connector was intermittent on the computer/analog board. The cause of the inability to power on was the intermittent connector. The cause of the intermittent connector was unable to be positively identified. No adverse event resulted from the defective monitor.